Manufacturer narrative:
As reported, the saber pta ruptured at its nominal pressure during its third inflation. There were no reported patient injuries. A stent was implanted, and a high-pressure balloon inflated as a post dilation and the procedure was completed. A contralateral approach was made. The saber pta was used and inflated for pre-dilation. The device was inflated twice then it was attempted to inflate again to reduce indentation in the target lesion. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17618739 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of calcification may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the saber pta ruptured at its nominal pressure during its third inflation. There were no reported patient injuries. A stent was implanted and a high-pressure balloon inflated as a post dilation and the procedure was completed. A contralateral approach was made. The saber pta was used and inflated for pre dilation. The device was inflated twice then it was attempted to inflate again to reduce indentation in the target lesion. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Additional information was received indicating the patient was in her 70s. Addendum for additional information received:the device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was some resistance felt while tracking through the vasculature. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. Complaint conclusion was updated due to receipt of additional information: as reported, the 5x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter ruptured at its nominal pressure during its third inflation. A stent was implanted and a high-pressure balloon inflated for post-dilation and the procedure was completed. There were no reported patient injuries. A contralateral approach was made. The saber pta was used and inflated for pre-dilation. The device was inflated twice then it was attempted to inflate again to reduce indentation in the target lesion. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device did not kink or bend at any time prior to resistance/friction. There were no kinks/bends noted after the resistance/friction was experienced. There was some resistance felt while tracking through the vasculature. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The device was not returned for analysis. A device history record (DHR) review of lot 17618739 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.